Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The patient experienced an event the day he started a new sensor and activated a new transmitter. Early in the morning at approximately 6:30 am the patient received troubleshooting assistance from dexcom's technical support with starting a new sensor and transmitter. He is a doctor, lives alone, and has been using cgm for several years. He indicated he previously had challenges with starting a new transmitter session with his devices. Before the time of the initial report, he had inserted a new sensor. He typically used the dexcom app on his iphone and the tandem insulin tslimx2 pump and app, and displayed cgm values on the tandem pump screen. The new cgm transmitter number was added to the dexcom app. He asked questions about what to input for the tandem app and the patient was transferred to the tandem technical support team for further assistance with the tandem app and insulin pump. Later the same day he contacted dexcom's technical support a second time to inform of what had transpired after his initial call. An hour or two after the first call he became hypoglycemic and had a seizure. His insulin pump was delivering insulin at the basal rate and he had not had breakfast. He remembered placing a chair in front of the door, having a seizure and waking up on the floor. He stated he did not remember everything because his bg level ¿was probably 40 mg/dl.¿ at some point he had removed his insulin pump and tubing because he found them across the room. He remained at home and self-treated to stabilize his bg level. Treatment details and his bg and cgm values were not specified. After his condition stabilized he contacted dexcom technical support to report what had occurred. At that point he realized that although he had inserted a new sensor and added the new transmitter information the cgm app, he had not added the new sensor information to the cgm app at the time. After transfer to tandem he had added sensor and transmitter information to the pump app. Data investigation could not confirm pairing issue. However, signal loss over one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.